Event description:
It was reported that the 9900 system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The hard drive and the software upgrade were installed during the service call. The system was tested, and found to be working as intended, and put back into service.